Event description:
It was reported that customer experienced an issue with battery that began about two weeks earlier, which was described as battery jumping or fluctuating. No information was provided regarding impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by customer or technical support in response to this event.